Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the guidewire fully inside the lead. The guidewire was removed successfully in the lab setting, without any difficulty. Visual inspection of the lead revealed no external lead body damage, and dried blood was noted in the lumen tip area of the open tip lead. An x-ray and continuity test of the lead found two of the internal conductor coils were curled and fractured near the terminal area of the lead. A third coil was also curled, but not fractured. A pressure test was performed and passed. Detailed analysis of the fracture sites revealed damage indicative of pulling and twisting with force. The coils likely became fractured during attempts to remove the stuck guidewire from the lead. The lead damage allegation was confirmed.

Event description:
Boston scientific received information that during and implant, prior to pocket closure, a second left ventricular (lv) lead was attempted. Before the lead was implanted, the guidewire got stuck in the lead. Lead body damage was noted. The lead and guidewire were returned for analysis. New leads were attempted; however surgery resulted in no lv lead placement. No adverse patient effects were reported.